Manufacturer narrative:
After further evaluation, it was discovered that this incident was previously submitted under manufacturer report number 3002809144-2018-00507. All further information for this incident will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false negative (0.09 s/co) architect hiv ag/ab combo result for a (B)(6) year old female patient. The customer further indicated the sample was positive on roche (2.03) and hiv antibody methods and a negative result was also generated on the hiv gold standard method. No adverse impact to patient management was reported.